Manufacturer narrative:
Sc-1132 sn (B)(4). Device evaluation indicated that the patient was experiencing a lot of pain and her ipg site may or may not be infected. She was also having charging issues. The complaint about the infection was not verified. Residual gas analysis verified no loss of electric current into the surrounding tissue because of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The complaint about the charging issue was not confirmed. The patient data captured using an external power source showed normal characteristics prior to the explant procedure. However, the device exhibited excessive sleep current drainage due to low vh impedance and high thermal was detected on u3asic. This type of damage occurs when the ipg is exposed to high voltage transients. Representative assumes that electrocautery was used during the explant procedure.

Event description:
A report was received that the patient had a suspected infection at the ipg site. Symptoms of swelling and pain were noted. The physician believed that there was corrosion at the ipg site. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 17332747, model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patient had a suspected infection at the ipg site. Symptoms of swelling and pain were noted. The physician believed that there was corrosion at the ipg site. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.